Event description:
Cust. Called to report that two needles had been bending. User couldn't retract it from the plastic body used on patient but no harm. Cust. Used other needles which worked then. As per complaint form: one needle broke within patient, successfully removed piece with forceps. (B)(4). Second needle could not be pulled back into sheath for removal (B)(4). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA 510k # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA 510k # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusion.

Event description:
Supplemental report is being submitted due to the receipt of additional information on 24-nov-2022 and the evaluation of the complaint device on (B)(6) 2022 and (B)(6) 2022 additional information received on 24-nov-2022 as follows: 1. Are images of the device or procedure available? No 2. If the report involves a kink or bend in the needle, where is this located on the device - patient end. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a, 6. Was gaining access to the target site difficult? No 7. Was the device used in a tortuous position? No 8. Was puncture of the target site difficult? No 9. Please describe the anatomical location of the intended target site -lungs a. If the lungs, which lymph node was being targeted? Not given 10. Please describe the size of the intended target site.-not given 11. If not with the device in question, how was the procedure performed and/or finished? Another needle 12. Was the device damaged in packaging prior to removal? No 13. Was the device damaged on removal from packaging? No 14. Was force required to remove the device? No 15. Did the patient require any additional procedures as a result of this event? No 16. What intervention (if any) was required? Na 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? Pentax 21. Was resistance felt while inserting the device through the scope? No 22. Was the scope recently serviced / repaired? No 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Na 24. Was the syringe used during the procedure, after the stylet was removed? Yes 25. Was difficulty experienced while retracting the needle? No, needle had broken 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? No as the endoscope in a flexed or twisted position at any time during the procedure? N/a 28. Was the stylet partially removed when advancing the needle into the target site? Yes, 29. How many samples were obtained (passes completed) with this needle? Na 30. Did any section of the device detach inside the patient? Yes, needle tip snapped 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No note user error - stylet partially removed.

Manufacturer narrative:
Device evaluation: 1 unit of lot c1951708 of echo-hd-22-ebus-p was returned opened and incorrectly packed in the original packaging of related complaint (B)(4). It should be noted that this file is related to two other complaint files. For details of the other investigation please refer to (B)(4) / MDR#3001845648-2022-00761 and (B)(4) / MDR#3001845648-2023-00125. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on 29 november and a re-evaluation on 19 dec 2022. Needle handle able to advance with difficulty but needle did not advance out of end of sheath. Needle kink and needle break observed within handle of device. No issue observed with distal tip of needle. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p of lot number c1951708 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1951708. The notes section of the instructions for use, ifu0060-5 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the target site". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0060-5) which will be investigated under (B)(4). Image review: n/a. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to excessive pressure possibly due to overtightening on scope or needled encountered extreme angulation at some point during procedure during use, the compressive force applied along the needle can lead to the needle bending and if not sufficiently supported can then crumple or kink or break. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 16-feb-23.